Event description:
It was reported by the customer that a bd pyxis medstation es system remote manager failed almost every time during usage and needs to be recovered. Customer stated that there was about 5-15 minutes delay in dispensing medications every time this issue occurs. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1,d4, d5, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-oct-2022 to 24-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that remote manger failed due to latch assembly. The field service engineer replaced the latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the remote manger failure was due to latch assembly. A field service engineer replaced latch to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager failing almost every time after it was used and need to be recovered. The customer stated that there was no procedure or harm but there was multiple short of 5 to 15 minutes of delay in accessing immunization medications. There were no adverse events or injuries reported based on this incident.